Manufacturer narrative:
H3: analysis of the lead (lot # va2wyvv) identified a break in the insulation under {x} electrode at the distal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the impedances were over 4000 on each electrode. They attempted to clean the lead multiple times, and the impedance continued to exceed 4000. The doctor asked for a new battery and there were impedances over 4000 with the new battery as well. After that, the doctor asked for a new lead. They removed the lead that had impedance greater then 4000 and placed the new lead and connected the new lead, to the second battery that was used and then ran an impedance check on this lead and battery and each electrode was within normal limits.